Event description:
The customer reported an uncontained fluid leak of approximately five (5) to ten (10) ml from the coulter lh 500 hematology analyzer. The leak was a mixture of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory gown when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a cut in tubing at pinch valve pv27. The fse replaced the tubing at pv27 to resolve the issue. (B)(4).